Event description:
The patient reportedly developed an inflammation post repair of the posterior tibialis with orthadapt augmentation; the bioimplant was explanted approximately three months post repair.

Manufacturer narrative:
Multiple requests were made to obtain specific case information; however, the information was not provided. Based on the limited reported information, a discernible cause could not be assigned to the event. The product was not returned to the manufacturer. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.